Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 165 mg/dl. Customer unable to exit the prime loop. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked battery tube threads, scratches on display and missing end cap sticker noted.